Manufacturer narrative:
Initial.

Event description:
It was reported that the user unintentionally navigated to the fill tubing function while still connected to the infusion set and tubing but did not press and hold to initiate delivery, and the agent instructed the user to disconnect and confirm drops, indicating no unintended insulin delivery through the tube component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the tube component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.